Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was unknown. Based on the information provided, the most likely cause(s) of this event iinclude improper bone preparation, leveraging the implant during insertion, or over-insertion. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that head of screw broke off during insertion. The remainder was left in the patient. Another screw was used in another tunnel. Ankle fracture procedure.